Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare professional performed an impedance check with the patient's handset and the impedance check showed 4 green check marks but when the healthcare professional drilled down into the actual numerical impedance values, there were some that were above 4k ohms. The caller assumed impedance were checked on (B)(6) 2020 in the office but was not sure. The caller stated the patient was getting results from the device but wanted more so they were in the office to optimize their therapy. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the rep had a questions about impedances and said that when they were run, the indicators were all showing green check marks but there were different values above; the healthcare professional performed an impedance check with the patient's handset and the impedance check showed 4 green check marks but when the healthcare professional drilled down into the actual numerical impedance values, there were some that were above 4k ohms. The caller assumed impedance were checked on (B)(6) 2020 in the office but was not sure. The caller stated the patient was getting results from the device but wanted more so they were in the office to optimize their therapy. Additional information was received from a health care professional via a manufacturer representative on (B)(6). It was reported that no external factors were known to have contributed to the issue. The rep stated that ¿it was a strange situation because the impedance check came back with four green check marks but when the pa-c tapped one of those, it showed values over 4k. It was clarified that no actions were taken to resolve the issue at that time because the patient was still feeling stimulation in the right location. It was noted that the patient was scheduled for an appointment with the rep in a month, to check impedances, and the rep would take screen shots at that time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no further action had been taken. The rep was unable to make it to the appointment and had reached out but hadn¿t heard anything back regarding the cause of the impedance issues. They also stated that it was unknown if further actions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported the patient has upcoming appointment on (B)(6). On (B)(6) 2020, the patient states that it is taking his communicator about 4-5 attempts for the communicator to connect to the handset then another 4-5 attempts to connect to his therapy settings. Patient services (ps) reviewed information and on the call the patient successfully connected to his therapy settings with no issues by holding communicator up and down over the ins. The patient was sent a new communicator. There were no patient complications reported as a result of this event.